Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the fill tubing process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. Customer will continue to use current pump for insulin delivery.